Event description:
On 4/5/88 an ipp device was implanted. On 9/10/91 the cylinders were revised. On 4/27/93 and 9/11/95 the cylinders and pump were revised. On 6/7/93 the reservoir was revised. On 10/5/95 the pump and left cylinder were removed. On 11/5/96 the right cylinder was removed from the pt (reservoir left in place) and another device implanted due to pt dissatisfaction.